Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, a4010 vercise dbs registry, underwent an overnight stay in the hospital and was treated with medication due to a fall. The physician assessed the event as procedure related. The patient recovered and was discharged.